Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date estimated. The reported patient effects of pain and thrombosis are known potential patient effects as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the 4.5x100 supera peripheral stent was implanted in (B)(6) 2014. The patient felt severe leg pain and went to the hospital on (B)(6) 2014. Angiogram was performed and the proximal edge of the previously implanted supera stent was found to be occluded with thrombus. The patient was given lytics and stayed in the hospital overnight. In the morning of (B)(6) 2014, angiogram was performed and the occlusion was more open. The lesion was accessed and dilatation performed with a 5x100 balloon over the entire length of the previously implanted stent. A 6x40 balloon was then used to dilate the proximal section of the previously deployed stent after which a 6x40 non-abbott stent was placed over the proximal edge of the previously implanted stent. The patient was treated successfully with good results. No additional information was provided.

Manufacturer narrative:
(B)(4).